Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported cardiac arrhythmia could not be conclusively determined. The account communicated the patient presented from cardiac rehabilitation with ventricular arrhythmia and ventricular tachycardia. The patient was dizzy and had palpitations with 15 beat and 18 beat runs of ventricular tachycardia. Etiology is thought to be lvad hardware pushing against that patient¿s septum since non-sustained ventricular tachycardia runs came on with change in position. The patient was hospitalized and an ICD was placed but did not produce any shocks. The patient was discharged on (B)(6) 2016. The patient remains ongoing on pump support and no further events have been reported at this time. Cardiac arrhythmia is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient presented with ventricular tachycardia. The patient was dizzy and experienced palpitations. It was reported the lvad inflow cannula pushing against that patient¿s septum wa a contributory factor. The arrhythmias were induced with patient position changes. The patient was hospitalized and an implantable cardioverter defibrillator was implanted, but did not produce any shocks. The patient was discharged on (B)(6) 2016.